Manufacturer narrative:
The event occurred in china. It was reported that the ¿error com¿ occurred on the rotaflow console during patient treatment. The device was replaced with another one without consequences for the patient. No harm to any person has been reported. A getinge field service technician investigated the rotaflow console with s/n (B)(6) nd the reported failure "error com" could be confirmed. The mcp00702707#flow measure board for rfc (article number 701011681) has been replaced. After the replacement the device was working as intended. A similar complaint was investigated for the reported failure in the getinge life-cycle-engineering (lce). The reported failure was caused most probably by an defective bus transceiver (ic3) on the flow measurment board. Based on the investigation results the reported failure "error com" could be confirmed. A device history record (DHR) review was performed on 2024-02-27. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. The rotaflow console with s/n (B)(6) was produced in 2023-04-11. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in china. It was reported that the ¿error com¿ occurred on the rotaflow console during patient treatment. The device was replaced with another one without consequences for the patient. No harm to any person has been reported. Complaint ID:(B)(4).